Event description:
It was reported that during the load process, multiple cartridge alarms were received with multiple cartridges. Subsequently, the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.